Event description:
During circulatory arrest, as a planned part of a cardiopulmonary bypass procedure, the flow sensor displayed non-zero blood flow readings (0.3 - 0.5 lpm). There was no pt injury as a consequence of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.